Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely and exhibited high thresholds. The cause of the high thresholds was not determined. The estimated longevity decreased not as expected, from two to one year, within six months. This device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.